Manufacturer narrative:
The statement in the b5 narrative "the user facility reported a patient" refers to a physician in a hospital setting with a patient that experienced an adverse event while an impella device was in use. The physician reported the adverse event directly to abiomed. There was no user report that was submitted.

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) and following the implant would experience an access site bleeding complication. The patient came in for septic shock versus cardiogenic shock and coded in the emergency department. The intubated patient coded and was sent to the catheterization lab and coded again on the table. One shock was delivered. The patient was in cardiogenic shock and was found to have multiple vessel disease. An impella cp device was immediately inserted via the right femoral artery. A temporary pacer wire was placed via the right femoral vein, and the physician intervened the circumflex with a stent, right coronary with two stents and ramus (transluminal angioplasty) arteries. However, it was reported the physician was unable to intervene the chronic totally occluded left anterior descending artery. Following intervention, the temporary pacer wire was removed, a swan-ganz catheter was inserted, and the patient was transported to the unit remaining on impella mcs. A short time thereafter, the right groin was oozing. Manual pressure was applied, and a femostop was added to control the bleeding. Of note, anticoagulation was not used during support, and it is unknown if this was due to the patient bleeding. The next day, the femostop remained applied, oozing stopped, and the patient had developed a fever. The physician and family discussion occurred and the decision was made to change the patient's status to do not resuscitate. Supportive care was continued. The impella was running at support level p-7. However, the following day the family decided on comfort care, and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.